Manufacturer narrative:
This report is for one (1) unknown uss construct. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown uss construct. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: brembilla, c., signorelli, a., lamartina, c., and biroli, f. (2009), surgical management in spinal sarcoidosis, spine vol. 34 (7), pages e258-e261, lippincott williams & wilkins (italy). This is a case presentation of a (B)(6) old man who had a 2-month history of gradually worsening lower back and bilateral leg pain. The patient received corticosteroid therapy with good control of the legs and back pain and underwent posterior decompression with laminectomy and posterior spinal stabilization and fusion of l3-l5 using a uss synthes fracture system. After 1 month, his clinical situation had improved but the repeat thoracolumbar radiographic film showed left convex scoliosis of the lumbar segment. The patient underwent posterior spinal stabilization and fusion of d12-l5, using a synthes pangea system with complete reduction of the deformity. After the first operation, an anterior decompression with vertebrectomy of the fourth lumbar vertebral body and anterior spinal fusion was performed, using an expandable synthes synex cage and autologous bone grafting. After 6 months, the patient referred no pain and a complete restoration of bilateral leg strength. Control radiograph showed good alignment of the lumbar segment and the lumbar fusion seemed stable. This report is for an unknown uss synthes fracture system. This is report 1 of 1 for (B)(4).